Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative device movement is unknown. This report is for one (1) unknown tibia plate. Without a valid part and lot number, a UDI is not available. The original implant procedure took place on an unknown date approximately five (5) years ago. It is unknown if an explant procedure has taken place. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a tibia plate and an unknown quantity of screws on an unknown date. At some point post-operative, which was approximately five (5) years ago, the construct loosened. It is unknown if an explant procedure has taken place. This report is for one (1) unknown tibia plate. This report is 1 of 2 for (B)(4).